Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 21st february 2018. Upon receipt, the +ve terminal pogo pin was found to have failed. A closer inspection revealed that the pogo pin could only spring back partially into position. Although the reported low battery fails were not replicated during the investigation, measurements taken during the investigation confirmed the failure of the pogo pin. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting voltage fluctuations and the reported low battery fails on (B)(6) 2019. The user would have been alerted with ¿warning, low battery¿ prompts alongside a flashing red status led. The measurable fault could not be replicated with a new +ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. A low battery prompt was heard.